Event description:
Revision occurred on (b)(6) 2026 approximately 35 days after the primary which occurred on (b)(6) 2026. No fall or other trauma was reported. Based on comparing usage forms only FX V135® HUMELOCK STEM TA6V Ø36/10 L. 120MM CEMENTLESS Ti/HA and HUMERAL CUP STANDARD PE/TA6V Ø40/+9 was explanted due to dislocation and replaced with HUMERAL CUP STANDARD PE/TA6V Ø40/+3, FX V135® HUMELOCK STEM TA6V Ø40/12 L. 120MM CEMENTLESS Ti/HA and FX V135 HUMERAL SPACER TA6V +9mm.

Manufacturer narrative:
Revision occurred approximately 35 days after the primary surgery due to disloaction of unknown cause. No actual, implied or suspect link to FX product.